Manufacturer narrative:
Failure analysis noted that the pump powered up properly after battery installation. The pump had operating currents within specifications. There was no unexpected off no power or weak battery alarms noted; however, the pump had a corroded battery tube. All the buttons responded properly. There were no button anomalies. The pump had a cracked end cap, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the arrow up and down of the insulin pump did not work properly. She needed to push the buttons a few times to get it to work. The customer's blood glucose reading was 105 mg/dl. The customer stated that the pump alarmed weak battery, button error and off no power. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.